Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the placement of the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event. Explant date: 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 19079702/19069490.